Event description:
A customer reported that a pt went into asystole and the solar monitor did not alarm. A caregiver was close to the pt at the time of the event and saw the ECG (electrocardiogram) signal, which was allegedly asystolic, and responded. No harm to the pt was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.